Manufacturer narrative:
Device was not returned for eval.

Event description:
The device was used during an operative laparoscopy. The um201 spacer was left in the pt and was discovered by the pt after surgery. The pt contacted the surgeon and expressed concern.